Event description:
The patient was undergoing a medical procedure in the innominate artery using a benchmark 6f 071 delivery catheter (benchmark), non-penumbra sheath (6fr), non-penumbra glidecath, and a guidewire. It was reported that the patient's arteries were small. During the procedure, a 6f sheath was placed in the radial artery and medication was administered. The physician obtained central access using the glidecath with a guidewire. The guidewire was then used to exchange from the glidecath to a benchmark; however, while advancing the benchmark into the innominate artery, the physician experienced resistance. The physician attempted to retract the benchmark without the wire but had difficulty. The physician then attempted to use a kelly clamp to remove the benchmark, but the benchmark had fractured and began to unravel. The proximal end of the benchmark was removed from the sheath using the kelly clamp. The physician accessed the groin and used a snare device to remove the fractured distal end of the benchmark from the groin. The procedure was completed using new devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed a fracture on the distal shaft and revealed stretching proximal to the fractured location. If the device is retracted against resistance, damage such as stretching, and a fracture may occur. The patient¿s small arteries reported in the complaint may have contributed to resistance experienced during the procedure. Further evaluation revealed ovalizations, an additional stretch and fracture on the distal shaft. This damage was incidental to the complaint and likely occurred during removal of the fractured segment using clamp and snare device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.